Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use; the customer reported the ventilator was replaced. The customer reported there is no patient consequence associated with the event.